Event description:
Information received by medtronic indicated that the insulin pump had a blank display after receiving new battery cap. Customer got a replace battery now alarm. Customer got a failed battery alarm after inserting new battery. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Customer stated that the display did not return after insulin pump restart and battery cap was damaged. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.